Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)- drill g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial right total shoulder arthroplasty, a greater tuberosity fracture occurred during reaming for implants. Attempts have been made and no further information has been provided.